Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it was not possible to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this unknown cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode and exhibited loss of capture (loc). The patient was provided with temporary pacer prior to the change out. This device was explanted and replaced with a non bsc device. No additional adverse patient effects. This product has not been returned.